Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this transvenous lead exhibited high pacing impedance measurements at both the implant and during later patient follow-ups. There is a concern that the lead may not provide adequate pacing for the patient if they develop advanced heart block. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. There was a slight curve in the lead body, but there was no damage to the inner coils or insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the higher than expected pacing impedance measurements.

Manufacturer narrative:
This report will be updated after the lead is returned and analysis is completed.

Event description:
Boston scientific received additional information. This lead was explanted for a potential infection. The lead will be returned for laboratory analysis, to determine the cause of the higher than expected impedance measurements. It was again noted the impedance measurement at implant was 1700 ohms. It was also noted that there was an abnormal curve near the terminal pin, which has to be close to the first rib. The explanted lead was returned for laboratory analysis. No additional adverse patient effects were reported.